Event description:
The monopolar insulating tip cover for the da vinci xi robot split at the distal tip just at the base of the scissors and migrated forward towards the distal tip of the scissors. This may create the potential for the shaft of the scissors to be exposed and uninsulated, with subsequent risk of potential burn injury to adjacent tissue. We did note sliding of the tip cover in this case. No lubrication was used. We have 7 additional reported defects since we started tracking this issue ~4 weeks ago. We have also reported prior cases when the tips fell off into the patients. It is unclear at this point whether the defects (tip migration and tip splitting) are related. Manufacturer response for monopolar insulating tip cover for davinci xi robotic scissors, davinci monopolar scissor tip cover (per site reporter): we are awaiting feedback from intuitive about this defect and whether it can contribute to the risk of the tip covers sliding off into patients during scissor removal through the trocar, or contribute to possible tip advancement along the shaft of the scissors with potential arcing to adjacent tissue during use. We have provided re-education to our faculty and staff regarding proper tip cover placement, however this splitting defect occurs even when properly applied, based on intra-operative photos taken. We will be monitoring closely and are including this tip in the surgical count since it is non-radiopaque, as are the insulating covers for the davinci xi staplers.